Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The lens was received at the manufacturer and observed to be cut into two parts. Loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. The lens condition is consistent with a lens that has been explanted from the patient's eye. The sample was observed with the characteristic of a zmb00 lens as a circular zone across the optic was detected. Diopter measurement could not be performed due to the received condition of the lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation - yes. Device returned to manufacturer on 5/21/2014. The manufacturing record review indicated that all process operations were in compliance with manufacturing procedure specifications. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a tecnis multifocal lens model zmb00 was implanted in the patient's left eye and that the patient was very unhappy with their outcome. It was stated that the lens was explanted in a secondary procedure and replaced with a monofocal lens. The patient came in for a one day post operative check-up on (B)(6) 2014 and was reported to be doing well.

Manufacturer narrative:
Date of this report: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.